Event description:
It was reported via medwatch "powerloc max 20g 1inch inserted (B)(6) 2023 possible lot asgfc004. Found completely separated before y-port. Lot # asgzfc004" additional information received 1/16/2024: it was reported by the customer device inserted (B)(6) 2023 and found broken the next day. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the extension tubing of an infusion set is confirmed, but the root cause could not be determined. One photograph of a 20 ga x 1.0 in. Powerloc max with a y-site was returned for evaluation. An initial visual observation of the photograph showed use residues throughout the infusion set. The extension tubing just distal of the y-site appeared to be disconnected from the molded y-site. The safety mechanism was engaged over the needle tip. Red fluid appeared in the distal extension tubing. Both clamps appeared to be engaged. A needleless injection cap was returned attached to the y-site luer. There were no distinguishing features in the photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported via medwatch "powerloc max 20g 1 inch inserted (B)(6) 2023 possible lot asgfc004. Found completely separated before y-port. Lot # asgzfc004" additional information received 1/16/2024: it was reported by the customer device inserted (B)(6) 2023 and found broken the next day. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported via medwatch "powerloc max 20g 1inch inserted (B)(6) 2023 possible lot asgfc004. Found completely separated before y-port. Lot # asgzfc004" additional information received 1/16/2024: it was reported by the customer device inserted (B)(6) 2023 and found broken the next day. No other information was provided.